Event description:
A healthcare professional (hcp) reported that the patient was admitted into the hospital on (B)(6) 2016 and was still hospitalized at the time of the report. It was noted that the patient was in a coma with central neurologic issues. The patient has been taking pain medication and had marijuana in her system; possible overdose. It was also noted that when the patient would wake up, she would get very agitated because of possible pain. During the event, it was unknown if the implantable neurostimulator (ins) was on or off or the last time it was charged. It was later reported that the stimulation did turn on and the hcp was able to charge the ins. Five coupling bars were gradually filled and the patient was on ventilator. The indication for use for the implanted device was noted as chronic low back pain and spinal pain. Follow-up has been conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.